Event description:
Received an email from amazon notifying me of a potential safety concern with the mighty bliss electric heating pad that I purchased from them. Order ID: (B)(4). FDA safety report ID #(B)(4).